Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that the device was damaged during thyroïdectomie avec nim, the tube balloon was porous does not hold the pressure, and problem reception of the nim signal. There were several minutes of delay. The procure was completed with back up product. There was no known impact, or consequence to patient.

Manufacturer narrative:
H6: additional information suggest that fdd c76143 is longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was confirmed that there was no infection and there was no patient impact.

Manufacturer narrative:
H3: the product analysis result indicates that a syringe confirmed that the cuff was inflated with no leakage and deflated with no issues; however, the customer reported that the ¿balloon was porous.¿ an improperly engaged syringe connected to the inflation assembly may prevent inflation. Visually, the harness leads were cut 0.85¿ from the proximal end of the clamshell cover and not returned. The electrodes flex circuit was bent and creased; this can contribute to the circuits' higher resistance, affecting the functionality. The drawing requires each circuit to be less than 20 ohms and contain no shorts circuits between poles. There were no shorts in the remaining wires and flex circuit. The product information instructions warn: ¿do not excessively bend or flex the electrodes or the electrical integrity may be compromised.¿ the information most likely indicates a use issue regarding the inadequate signal and a handling issue concerning the difficulty inflating the cuff. H6: additional information suggest that fdm 4114, fdr 3221 and fdc 67 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.